Manufacturer narrative:
(B)(4). A service engineer (se) evaluated the ventilator and performed a circuit test and calibrations. The compressor showed zero air pressure. The compressor was opened and the inlet, outlet filters and water trap were cleaned, which resolved the issue. No component replacement was necessary.

Event description:
It was reported that, during testing, a ventilator generated a "no air supply" alarm. There was no patient involvement.